Event description:
A distributor in japan reported a fault with an mr850 respiratory humidifier. Upon servicing at the (B)(6), it was confirmed that the audible alarm was not functioning. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Section g4: the mr850gju respiratory humidifier is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k073706. Method: the subject mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for evaluation. Results: testing of the device confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit condition of the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). Section g4: the mr850gju respiratory humidifier is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k073706. The speaker of the subject mr850gju respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported a fault with an mr850 respiratory humidifier. Upon servicing at the regional service centre, it was confirmed that the audible alarm was not functioning. There was no reported patient harm.